Event description:
Patient reported left side capsular contracture (baker grade unknown). Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Creases are observed. Wear abrasion is observed. Yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture (baker grade unknown). Device has been explanted.